Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states sometimes she has problems with the device. Pt states it will shut off after 10 minutes. Pt states her back is bothering her since monday. Pt states she doesn't have a problem with her remote its actually just the recent back pain she now has. Pt states she has never changed any settings or anything. Advised to try and increase settings and or change or try a new group. Advised to try new programs/groups and to have the unit checked by healthcare provider (hcp). Walked pt through remote and how to increase/decrease and all the other buttons.